Event description:
During a total hip arthroplasty surgery on (B)(6) 2013, reportedly the surgeon attempted to ream the femoral canal without the use of a reaming rod. The reamer head became disengaged from the flexible shaft and lodged in the femoral canal. It was reported the device piece was left in place and the procedure was concluded. An additional 5-10 minutes was added to the procedure due to the attempt of removing the reamer head which was unsuccessful. Reportedly the surgery was completed successfully. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device is for treatment, not diagnosis.(B)(4).note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Update - 8/2/2013: additional new information provided by questionnaire. The dir. Risk management and accreditation reported: retained reamer head in right femur intramedullary canal. No injury to patient. No untoward outcome. Patient administered post op standard physical therapy with comprehensive activities of daily living measure and functional mobility training for a two week period.